Manufacturer narrative:
Tested returned meter. Complaint is confirmed. Meter is unlocked to mg/dl. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. No errors were identified in the meter internal log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that the battery icon consistently was appearing on the display of their freestyle blood glucose monitor. Upon return of product, it was found that the unit of measurement setting of the meter had changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.